Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) triggered, along with alerts for undefined high impedance on the pace/sense portion and defibrillation coil. Non-sustained ventricular tachycardia (nsvt) indicating noise, increased sensing integrity counter (sic), and confirmed lead fracture were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.